Event description:
An incident allegedly involving a sara 3000 lead to a person being hurt and hospitalized. The lift is reported to be in good condition, although the hand grip on right hand side is reported to be torn. The sling is worn with some torn mesh and a missing buckle. The facility has indicated they can not release any info at this time. (B)(4).

Manufacturer narrative:
No parts were returned to medibo, pictures were taken but of very poor quality. The sling seems to be as old as the lift, and early in it's life cycle. Very little data was supplied regarding this incident, even though add'l details were requested of the end client several times; no response came forward. No conclusions can be made since too little info has become available. From the sara 3000 and sling accessory's description, no elements out of the ordinary arise that would lead to a conclusive indication of the cause of the incident. That said, the damage on the right hand grip and the missing buckle are noted. Too little info is available to based a corrective action on.